Manufacturer narrative:
Concomitant medical product.: 5076-45 lead, implanted: (B)(6) 2003. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt spike in rv and superior vena cava (svc) coil impedances to high/ undefined levels, as well as an increase in thresholds. A fracture of both the rv and svc coils was suspected. Lead therapies were programmed off, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.